Event description:
Reporter had meter to health care professional meter comparison test performed, resulting in blood glucose readings of 207 and 82 mg/dl respectively. Reporter added that he had put the blood on the wrong side of the strip for the comparison. Reporter was not experiencing any symptoms. Control solution test was 94(83-124) mg/dl. Reporter retested with lifescan and his blood glucose was 89 mg/dl.